Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the sucker pump jammed 3 times and the display went blank. It then rebooted itself. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt during this event.